Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side "rupture". Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; creases flat, two curved openings on radius, curved opening on anterior and wear abrasion. Leak test and microscopic analysis was performed which identified; three striated curved openings on radius and sharp opening on valve bond edge. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: three striated openings assessed as surgical damage consist in the use of some surgical tool. A sharp opening on anterior (valve bond edge) assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported a left side "rupture". Device was explanted.